Event description:
The event involved a plum 360 device. It was reported that the end users have asked for the logs to confirm what rate/time/vtbi was programmed, but I cannot see that information in the device logs. The drug was delivered too quickly. There was patient involvement but unknown harm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device has been received for evaluation; however, investigation is not yet complete.